Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implant period of approximately of 41 months, there were shock impedance values greater than 150 ohms. Biotronik has no further information with regard to a revision procedure.